Event description:
A doctor reported that an opacified memory lens was explanted and replaced in pt's left eye in 2003. 20 days later surgery was performed to relieve pressure (bleb) due to high iop following explant/replacement procedure. At follow up visit 1 week later, methylprednisone prescribed. No further complications reported. Several requests for additional info have been made. No further info is available at the time of this report.